Event description:
Hill-rom received a report from the account stating the beds nurse call is not working. The bed was located on the 3rd floor at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not working due to a defective nurse call board. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system inspect, and test the communication junction box. Make sure the sidecom communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The service technician replaced the nurse call board to resolve the issue. Based on this info, no further action is required.